Event description:
It was reported from the facility medwatch that during a rotational atherectomy procedure, the guidewire fractured and a portion of the wire remained in the pt. Cardiovascular surgery was required for removal of the retained portion of the device. The pt outcome was reported as "good". Additional info has been requested regarding this event.

Event description:
The returned unit was received coiled over itself. Upon uncoiling the device, several kinks were observed along the entire length of the wire. Non-destructive analysis confirmed that the distal end of the wire had fractured. Microscopic fracture analysis under 60x demonstrated a flattened impact at the distal section of the fracture, as well as fracture points in opposite directions indicating that the device had been bent multiple times in opposite directions. Sem analysis was not possible due to the limitations of the non-destructive analysis agreement with the facility. As the lot number for this device cannot be confirmed, a shipment history report was run and lot 6529657 was identified as the possible lot involved in this complaint. A review of the shop floor paperwork was performed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.